Manufacturer narrative:
This ingevity lead was returned with the j-stylet inserted into the lead and the helix mechanism in a retracted position. Subsequent electrical and mechanical testing did not identify any product abnormalities. An x-ray was obtained and no anomalies were identified.

Event description:
Boston scientific received information from a product experience report (per) form that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. This lead, which was implanted on (B)(6) 2016, was explanted due to functional undersensing and muscle stimulation attributed to lead dislodgement. According to the physician, a segment of the right atrial (ra) lead was pulled back into the pocket (twiddler's syndrome). This chronic ra lead was extracted and replaced without incident.